Event description:
It was reported that a revision surgery was performed due to the breakage of a femoral intramedullary nail. The femoral intramedullary nail was being utilized for femur lengthening.